Event description:
The acunav ultrasound catheter prolapsed in the ivc [inferior vena cava] and was unable to be straightened out. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ultrasound catheter, 10fr x 90cm acuson acunav ultrasound catheter (per site reporter).